Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1811216. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no signs of defect were identified. Per the provided feedback, it is possible that this incident resulted from some problem with the syringe molding process. The breakage of one cavity piece within the syringe mold could produce a clogged barrel tip. However, all production and inspection records were found to have been carried out normally upon review. H3 other text : see h10.

Event description:
It was reported that a syringe 2ml ls 23ga 1-1/4in dn emerald was clogged during use. The following was reported by the initial reporter: "on (B)(6) 2021, the medical staff found that the 2ml syringe could not suck the liquid medicine when they were drawing the liquid medicine. After inspection, it was caused by the blockage of the tip of the barrel of syringe, and it was normal after replacing the new syringe."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 2ml ls 23ga 1-1/4in dn emerald was clogged during use. The following was reported by the initial reporter: "on (B)(6) 2021 , the medical staff found that the 2ml syringe could not suck the liquid medicine when they were drawing the liquid medicine. After inspection, it was caused by the blockage of the tip of the barrel of syringe, and it was normal after replacing the new syringe."